Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown. Batch no.: unknown. It was reported that the patient experienced sensitivity to chloraprep. Central line site issues due to sensitivity to dressings, tape and chloraprep (central line complication (B)(4), complication associated with device (B)(4), recovering/resolving protocol relatedness: as per reporter- unk. As per company: unk. Case level outcome :recovering/resolving.